Event description:
It was reported that in (B)(6) 2014, the patient attended the clinic reporting a decrease in access to sound with the device. The following week, the patient reported to have lost access to sound with the device. The patient will be re-implanted but a date is not yet known.

Manufacturer narrative:
Conclusion: device investigation confirmed that the stimulator electronics is not working according to specifications. The failure of the electronic circuitry was likely caused by humidity ingress at the detected micro-leaks at the housing's header assembly. Over a certain period of time, humidity will impinge on the electronics and cause damage, potentially leading to complete failure of the circuitry. The investigation findings appear to match the content of the patient report. This is a final report.

Event description:
It was reported that in (B)(6) 2014 the patient attended the clinic reporting a decrease in access to sound with the device. The following week, the patient reported to have lost access to sound with the device. The patient was re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.